Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that cardiopulmonary resuscitation (CPR) was performed for 20 seconds additionally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. A medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient experienced ventricular fibrillation (vf) during the case. A signal acquisition communication failure occurred early in the case, which was addressed by rebooting. The procedure involved finishing pulmonary vein isolation (pvi) with pulsed field (pf) energy and applying radiofrequency (rf) energy anterior to the right before pulling back to perform cavotricuspid isthmus (cti) ablation. A cti lesion on the valve induced ventricular fibrillation, which lasted 1-2 minutes and required shock therapy to restore sinus rhythm. Ventricular fibrillation was induced again during a second attempt, after which the patient returned to sinus rhythm. The cti line was completed after pulling back, and therapies on the implantable cardioverter defibrillator (ICD) were disabled. Significant noise was noted on two specific lesions that induced ventricular fibrillation, and rf-anterior energy was used on the cti when ventricular fibrillation was induced. The case was completed, and further lesions were uneventful. No further patient complications have been reported as a result of this event.